Event description:
The patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2022 to treat lower bac pain. The implantable pulse generator (ipg) was placed in the lower back area with the leads in the vicinity of t8-t10. In (B)(6) 2023 the patient reported some skin irritation from the external adhesive clips and switched to a silicone style adhesive clip to reduce skin reaction. The skin irritation was alleviated and no further issues were reported after changing adhesive type until (B)(6) 2025. On (B)(6) 2025 the patient contacted a nalu representative and provided a picture of skin breakdown with what appeared to be an open wound. The patient was instructed to follow up with the physician. Physician noted that the wound was over top of the location where the ipg was implanted, however not at any incision sites and appeared superficial and not affecting the ipg. Due to the proximity of the wound to the location of the ipg, the physician elected to explant the nalu system. Swabs were taken at the time of explant and sent for lab cultures however the results of the culture are unknown at the time of reporting.

Manufacturer narrative:
There were no signs of infection until more than 2 years after the nalu device was implanted, indicating that the implanted components are not likely to be the source or cause of the infection. The patient has been observed by nalu representatives to have a history of skin irritation and poor personal hygiene. The location of the wound corresponds with the location where the nalu adhesive clips would have been placed. It is likely that the patient behavior with regards to cleaning and hygiene at the clip location contributed to skin breakdown.